Event description:
It was reported that balloon deflation failure occurred. The more than 70% stenosed target lesion was located in a moderately to severely tortuous and non-calcified coronary artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. Balloon inflation was performed using a non-boston scientific inflation device, with a 50/50 saline-contrast mixture. After stent deployment, the stent balloon failed to deflate, despite multiple attempts to pull negative pressure. The physician had to remove the stent delivery system, guidewire, guide extender, and guide catheter as a single unit. The procedure was completed with no patient complications.